Manufacturer narrative:
Manufacturers aware date was inadvertently reported incorrectly on the previous report. The correct date was jun 17, 2019.

Manufacturer narrative:
On (B)(6) 2017 infection was reported in MFR # 2916596-2019-03035. The (B)(6) 2018 infection was reported in MFR #2916596-2019-03042. Approximate age of device - 2 years, 6 months. Investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has had a staph aureus driveline infection since (B)(6) 2017 and was treated with antibiotics IV (ancef and keflex) and debridement. In (B)(6) 2018 the patient developed pseudomonas driveline infection, also treated with IV antibiotics (cefepime and cipro) and debridement. Patient was admitted for another skin debridement on (B)(6) 2019. No further information was provided.